Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented with non-sustained rv oversensing. Review of the egm revealed noise. Possible myopotential was suggested. Programming changes were made. Patient will continue to be monitored.